Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator.

Event description:
A healthcare provider (hcp) reported that when they were programming the patient, the programming suddenly went from voltage mode to current mode as of 3 months prior to date notified. As a result the patient got a "zing" from it, so the hcp left the patient in current mode. It was stated that the patient was running into upper motor neuron side effects with voltage mode, but that went away when the patient was in current mode. The patient was now using less voltage than before the sudden change to current mode, with better symptom control. Longevity calculations were run which showed the patient has 3 months from eri to eos. The patient's indication for implant is movement disorders.